Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log displayed no evidence of the reported event. To further investigate the reported issue, three separate delivery accuracy tests were performed. Customer's problem regarding delivery accuracy was unable to be duplicated; the pump was slightly under delivering but within the published +/-6 percent specification. The expulsor was replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy by -7.8 percent. This occurred during testing. There was no patient involved.